Event description:
Reporter stated that pt obtained back-to-back blood glucose results of "hi" (> 600 mg/dl) and 97 mg/dl, while using the suspect device. Reporter indicated that, 1 1/2 hours later, an add'l set of back-to-back tests was performed with results of "hi", 279 mg/dl, 199 mg/dl, and 179 mg/dl. Reporter indicated that pt did not modify therapy based on these results. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.